Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed-interpreted as general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain: pelvic"), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received treatment for migration. Discrepancy noted: previously essure insertion date was given as (B)(6) 2011. If no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received case becomes incident. New events pain: pelvic/abdominal, bleeding: gen. Abnorm. Bleed-interpreted as general abnormal bleeding, psych injury, pregnancy: birth - no complication, device ineffective and migration were added. Implant date was updated. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), device dislocation ('migration/ migration of essure device ¿ location: right side of the pelvis'), pregnancy with contraceptive device ('pregnancy (with complications') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed-interpreted as general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, multigravida, parity 4 ((B)(6)1992, (B)(6) 1993, (B)(6) 1997, (B)(6) 2011), recurrent abortion and c-section. Concurrent conditions included neuropathy, alopecia, irritable bowel syndrome, hot flashes, gi bleed, gastrointestinal motility disorder, nausea, morbid obesity, oligohydramnios, back pain, stress, trochanteric bursitis and knee pain. Concomitant products included acetylcarnitine hydrochloride (neurotin), acetylsalicylic acid;hydrocodone bitartrate (lortab asa), bupropion hydrochloride (wellbutrin), celecoxib (celexa), clobetasol, diazepam, diphenhydramine hydrochloride, gabapentin, medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), montelukast sodium (singulair), nsaids, omeprazole, paracetamol (acetaminophen), pethidine hydrochloride (demerol), prednisone, salbutamol (albuterol hfa), salbutamol sulfate (proair hfa), sertraline, sertraline hydrochloride (zoloft) and spironolactone (aldactone). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain: pelvic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the endometritis, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4) ). The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Discrepancy noted: previously essure insertion date was given as (B)(6) 2011. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted for lab data previously reported hysterosalpingogram now plaintiff reports no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :depression, headaches, weight gain, anxiety, pregnancy concerning the injuries reported in this case, the following ones were described in patient¿s medical records :chronic endometritis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received. Reporter information, medical history, concomitant drug added. Event : abnormal bleeding (vaginal), menorrhagia, anxiety and mental anguish, chronic endometritis added. Event psych injury were updated as psych injury/depression, pregnancy: birth - no complication updated to pregnancy (with complications). Outcome of pregnancy updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), device dislocation ('migration/ migration of essure device ¿ location: right side of the pelvis'), pregnancy with contraceptive device ('pregnancy (with complications') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed-interpreted as general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, multigravida, parity 4 (B)(6) 1992, (B)(6) 1993, (B)(6) 1997, (B)(6) 2011 recurrent abortion and multiple cesarean sections. Concurrent conditions included neuropathy, alopecia, irritable bowel syndrome, hot flashes, gi bleed, gastrointestinal motility disorder, nausea, morbid obesity, oligohydramnios, back pain, stress, trochanteric bursitis and knee pain. Concomitant products included acetylcarnitine hydrochloride (neurotin), acetylsalicylic acid;hydrocodone bitartrate (lortab asa), bupropion hydrochloride (wellbutrin), celecoxib (celexa), clobetasol, diazepam, diphenhydramine hydrochloride, gabapentin, medroxyprogesterone acetate (depoprovera), minerals nos;vitamins nos (prenatal vitamins), montelukast sodium (singulair), nsaids, omeprazole, paracetamol (acetaminophen), pethidine hydrochloride (demerol), prednisone, salbutamol (albuterol hfa), salbutamol sulfate (proair hfa), sertraline, sertraline hydrochloride (zoloft) and spironolactone (aldactone). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain ("physical pain/pain: pelvic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the endometritis, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-206243). The caesarean delivery occurred on 4-mar-2015. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Discrepancy noted: previously essure insertion date was given as (B)(6) 2011. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted for lab data previously reported hysterosalpingogram now plaintiff reports no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :depression, headaches, weight gain, anxiety, pregnancy concerning the injuries reported in this case, the following ones were described in patient¿s medical records :chronic endometritis lot number: 794896 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.